Event description:
It was reported that patient's left knee was revised after patient complaint of pain drastically increasing in 2015. Surgeon reported the cemented femoral component was loose. Intra-operatively, the insert was found to be worn as a result. Patient was revised to a ts femur with stem and a ps insert. Rep cannot confirm if primary cement used was stryker. Pictures and a pre-revision x-ray were provided.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted triathlon femoral component with a significant amount of bone cement attached. There were some "clumps" of bone cement in the intra-condylar region and what appears to be evidence of bone interdigitation. Medical records received and evaluation: the provided information was deemed insufficient to complete medical review- the clinician indicated that he cannot confirm loosening of femoral component; need operative reports, clinical and past medical history and serial x-rays. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the loosening of the femoral component could not be confirmed and hence, the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, clinical and past medical history and serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's left knee was revised after patient complaint of pain drastically increasing in 2015. Surgeon reported the cemented femoral component was loose. Intra-operatively, the insert was found to be worn as a result. Patient was revised to a ts femur with stem and a ps insert. Rep cannot confirm if primary cement used was stryker. Pictures and a pre-revision x-ray were provided.